Event description:
It was reported from the sales rep in china that during a patellar ligament reconstruction surgical procedure on (B)(6) 2023 it was observed that the shaft of the 4.5 healix peek anch.w/ocord could not be removed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation indicates the external geometry of the screw from the threads were stripped. The anchor was not attached in the tip. Therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no nonconformance's were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly, the screw threads and or screw head to become stripped / unable to advance; moreover, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. However, it cannot be conclusively affirmed. As per the instructions for use (IFU), using a mallet, tap the awl into the bone until the appropriate etched depth marking is flush with the bone surface. Inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D4:the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. UDI -(B)(4).